Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(6) a manufacturer representative (rep) went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended. Codes: b01, c19, d15 h2-3) the battery was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the battery had electrical failure as it had low voltage. Codes: b01, c02, d02 h2) please see section e for additional information: facility issue occurred at. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The battery, lot number: 1643, was returned to the manufacturer for analysis. The battery was tested (25.12v) with a known good ups for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programed. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 and g02002 are applicable. Product ID: 9735771, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 and g02002 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying a battery service error and shut down immediately when unplugged. The system was a medtronic-owned loner unit. The uninterrupted power supply (ups) and main cart battery were both previously replaced. It was noted that the probable cause of the issue was likely not being stored properly i.e. Plugged into a wall outlet when not in use since this unit travels across the country. Technical services (ts) was unable to troubleshoot during call. The ups was likely "fine", but both main cart battery and camera cart battery may need to be replaced. There was no patient involvement.